Manufacturer narrative:
Novocure opinion is that a contribution of the array placement to the events cannot be ruled out. Contributing factors for wound dehiscence in this patient also include concomitant bevacizumab (vegf inhibitor which carries a black box warning for wound healing complications. Source: bevacizumab prescribing information), dexamethasone use (impaired wound healing is listed as a side effect. Source: dexamethasone prescribing information), prior radiation, chemotherapy, underlying cancer, and prior surgery affecting skin integrity. Wound dehiscence was reported as an adverse event in the ef-14 trial of optune together with temozolomide (tmz) compared to tmz alone in patients with newly diagnosed gbm in the optune/tmz arm of the trial (<1%) only.

Event description:
A (B)(6) year old female patient with newly diagnosed glioblastoma (gbm) began optune therapy on (B)(6) 2020. On (B)(6) 2020, novocure was informed by the spouse that he observed an open wound at the patient's craniectomy surgical resection site with an exposed cranium hardware screw (craniectomy (B)(6) 2020). On (B)(6) 2020, the patient underwent wound revision surgery and planned to resume optune therapy once the surgical incision healed. On (B)(6) 2020, the spouse reported that the patient had discontinued optune therapy due to continued craniotomy incision wound healing issues while on optune therapy. Per prescribing physician, the patient was not hospitalized but required surgical closure for wound dehiscence on the scalp. Cause of the event was due to hypo-vascular skin on the scalp, bevacizumab and optune therapy.